Event description:
The rptr stated that the surgeon advancing a visian icl implantable collamer lens model micl 12.6 and the lens stuck in the cartridge. No pt contact or injury.

Manufacturer narrative:
Method: work order search. Results: a work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned prod shows the lens is stuck in the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for eval.